Event description:
Customer reported an emergency room visit due to high blood glucose readings of over 600 mg/dl. Customer was treated with insulin through the IV and the blood glucose readings were brought down. Customer stated that they received a threshold suspend alarm and his blood glucose readings were 165 mg/dl when he checked. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.